Manufacturer narrative:
000 evaluated,meets specifications;contact customer could not replicate the complaint of no water flow and handpiece getting hot, unit working well. Replaced the handpiece cable as a precautionary measure, water control knob becoming worn. Also sending along new scaling insert and new air polishing insert as this was most likely the cause. Calibrated, final test and cleaned unit. Ran unit for 20-30 minutes with no signs of getting warm or any other issues. Qa-rb note: no aux cable sent in for evaluation. DHR review is not required because the product was returned for evaluation. No fault was found with returned unit. No further action required.

Event description:
While the customer was using a cavitron jet plus g137, they allege that the jetmate and the insert was getting hot. No injury was reported from the alleged event.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.